Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as fa found the primary failure of broken pitch cable to be related to the customer reported complaint. There was no damage identified to the instrument grip cable. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. No image or procedure video was provided for review. A review of the instrument logs for the small grasping retractor instrument (lot n10210906 seq 0025) associated with this event was performed. The instrument was last used on (B)(6) 2021. No usage on the procedure date of (B)(6) 2022 was logged. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the instrument was inspected prior to use and there was no damage noted. During a da vinci-assisted colectomy procedure, there was no instrument collision identified. Furthermore, there was no reported patient injury when the procedure was completed.